Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the meniscus of the r-unit (charged coupled device) was broken; there was a component failure of the distal end cover glass; a component failure of the optical system; and the image appeared blurry. A definitive root cause could not be identified. However, based on the results of the investigation, it was likely that the malfunction: meniscus of the r-unit (charged coupled device) was broken should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a cracked lens. The issue was found during set up. There were no reports of patient involvement.